Event description:
Reporter indicated a (B) (4) handheld computer was working intermittently and had a poor serial cable connection. The computer and flashcard have been requested for return but have not been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause ot contribute to a death or serious injury.